Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyh2075 showed one other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Nurse reported that on (B)(6), during the maintenance, she found clear fluid was allegedly outflowing at the puncture site. It is considered that the catheter was allegedly leaking at the puncture site. Nurse stated that she pulled out 2cm of the catheter and found there were alleged sandholes at 1cm within the puncture site. The nurse was said to have cut it and continued using it without reporting it to bard. On (B)(6) 2015, before the chemotherapy during the general catheter flushing, the nurse said that she found the puncture site was allegedly leaking. She pulled out 2cm of the catheter and found there were alleged sandholes at 0.5cm within the catheter. As there would be one last chemotherapy, the nurse stated that she decided to cut the leaking part and continued using it. On (B)(6), the cut catheter part and the connector were sent to bard employees for complaint.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the alleged event could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample terminated at the 30cm depth marking. Microscopic inspection of the distal tip of the catheter revealed striations typical of a sharp instrument cut. The extension tubing markings were completely worn and light material discoloration was evident throughout the extension tubre. Usage residues were apparent throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no ob served leaks. No leaks were observed during sustained hydraulic pressurization of the sample. Tactile inspection of the sample revealed slight tensile weakness throughout both the catheter tubing and the extension tubing. Microscopic inspection of the catheter tubing did not reveal any damage or manufacturing related defect. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.